Event description:
Same pt as MFR report #: 6000093-2007-02013. Clinical trial. It was reported that 366 days following the index procedure, the pt developed in-stent restenosis. One day prior to the index procedure, the pt was admitted due to symptoms of unstable angina and an abnormal ECG (results unk). It was noted that the pt had a recent cardiolite test that showed apical ischemia as well as inferior ischemia. She was transferred to the enrolling hospital for cardiac catheterization. Target lesion 1 was a 2.75x5mm de novo, 75% stenosed, moderately tortuous lesion of a lima (left internal mammary artery) to the mid lad (left anterior descending). Target lesion one was treated with the direct stenting using a 2.75x16mm taxus express2 drug eluting stent. Following post dilation, residual stenosis was 0%. Target lesion 2 was a 3.5x25mm de novo, thrombotic, 95% stenosed, moderately calcified, moderately tortuous lesion of the proximal rca (right coronary artery). Target lesion 2 was treated with direct stenting using a 3.5x28mm taxus express2 drug eluting stent. Following post dilation, residual stenosis was 0%. The pt was discharged the next day on asa and clopidogrel. The pt was admitted 366 days following the index procedure due to an abnormal stress test (results unk). Treatment consisted of balloon angioplasty and an unsuccessful attempt to place another manufacturer's drug eluting stent in the mid rca. There was partial improvement in angiographic appearance with 60% residual stenosis. The proximal rca was also treated with balloon angioplasty to treat diffuse in-stent restenosis. Residual stenosis was 30%. Of note, the pt experienced ventricular fibrillation during the cath lab visit. A follow-up visit was scheduled for five days later for another attempt at pci to the rca lesion. The pt was discharged on asa and clopidogrel. One day after discharge, the pt returned with symptoms of unstable angina. The pt was transferred to the enrolling hospital for further evaluation and management. The pt's cardiac enzymes were negative and ECG showed no acute ischemic st-t wave abnormalities. Treatment consisted of rotational atherectomy, balloon angioplasty, and placement of a 3.0x20mm taxus express2 drug eluting stent in the mid rca. Following post dilatation, residual stenosis was 0%. The pt was discharged the following day on asa and clopidogrel. The device causality of these events was reported by the investigator to be probable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.